Manufacturer narrative:
Additional information-investigation conclusion: d4; h4; h6. The actual complaint product was not returned for evaluation; however, the reporter provided photographic evidence of the reported malfunction. Based on analysis of the provided photographs, the complaint could not be confirmed as the pictures provided by the customer do not depict the failure described. However, the event described is a known failure mode that has previously been investigated and was traced to the manufacturing process; the investigation detected the machine alarmed as the materials were not segregated correctly. To address this issue, the mold designs were reviewed, employee retraining conducted and visual inspections are performed every hour. The device history record for lot 20215726 was reviewed and the product was produced according to product specifications. All information reasonably known as of 28 oct 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as complaint-(B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.

Event description:
It was reported, the catheter was stuck in the opening of the cartridge, while it could get through the opening, it was very difficult to pull in. This occurred during use; there was no reported injury. The catheter was blocked at the manifold.

Manufacturer narrative:
The product involved in the report has not been returned for evaluation a review of the device history record is in-progress. All information reasonably known as of 12 aug 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.

Event description:
It was reported, the catheter was stuck in the opening of the cartridge, while it could get through the opening, it was very difficult to pull in. This occurred during use; there was no reported injury.